Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the patient connection of the analyzer was damaged but functional. The analyzer passed all console and systems tests. The analyzer was to be sent for repair. (B)(4).

Event description:
The analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.